Event description:
The patient experienced extrusion of the internal magnet and infection, subsequently the patient was treated with oral and topical antibiotics. The implanted device remains.

Manufacturer narrative:
Correction: the reported device is a baha attract not baha connect as previously reported, d1-d4 has been updated. This report is submitted on 16 april 2020.

Manufacturer narrative:
This report is submitted on 02 march 2020.

Event description:
Per the clinic, the patient experienced infection at implant site. Explant and re-implantation is planned but has not taken place as of the date of this report.